Event description:
On (B)(6) 2013 x-rays were received for review. The lead connector pin seems fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. A suspect area was found close to the electrode, likely a sharp angle. However it cannot be fully assessed because of the quality of the frontal view of the x-ray. No clear lead break was found on the assessable portion of the lead. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
On (B)(6) 2012 the explanted generator was returned for product analysis. Product analysis was completed on (B)(6) 2012. High impedance was not duplicated in product analysis. Results of diagnostic testing indicated the device was operating properly. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Good faith attempts for further information from the physician have been made but have been unsuccessful. Although surgery to resolve the high impedance is likely, it has not occurred to date.

Event description:
A vns implanting surgeon reported that he had a patient with high lead impedance. High lead impedance was found with a generator (model 103) that was eventually replaced with a new generator on (B)(6) 2012. Upon replacement, the impedance was around 2000ohms. On the first follow-up visit after re-implant, impedance read-out was 8560ohms. It was also mentioned that the surgeon tested the original generator once disconnected from the lead-pin and the impedance read-out was around 2000ohms. There was no patient manipulation reported or trauma. X-rays were not performed. Review of the patient's programming history showed that the patient had high lead impedance prior to their generator replacement surgery. Noted on (B)(6) 2012. After their generator replacement surgery the patient had high lead impedance noted on three tests performed.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.